Event description:
It was reported that upon device interrogation an error message was displayed for invalid parameters and promoted an instruction. Instruction was followed and device exhibited normal behavior.